Manufacturer narrative:
Date of event: event occurred in march, 2019. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a back flow, blood in line and under infusion. The event occurred during patient infusion in the critical care unit. IV pump believed to have malfunctioned and not infusing heparin drops at appropriate rate. Heparin infusing at 25ml/hour with a previous therapeutic partial thromboplastin time (ptt) of 103.4. Midnight ptt level 41.0 and infusion increased to 2700 units/hour (27ml/hour) per protocol. It was noted that the IV that heparin was infusing through had a backup of blood. IV flushed and had blood return, infusion was switched to a new line. No blood backup noted with infusion. At 06:00, ptt returned at 46.3; heparin bag was noted to not be as empty as it should be given the rate running. IV pump at no time alarmed for downstream occlusion. There was no report of patient harm. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.